Event description:
Device report from (B)(6) indicates patient was implanted with two one-third tubular plates on (B)(6) 2011. At some point post-implant, both plates broke. Patient was returned to the operating room on (B)(6) 2011 for removal of both one-third tubular plates and placement of an lcp 8 hole plate with iliac graft. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation is ongoing.